Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total left knee arthroplasty on an unknown date in 1999. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. During the procedure, poly bearing was removed and replaced. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date in 1999. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. During the procedure, poly bearing was removed and replaced. No further information has been provided.